Event description:
The customer reported that she run out of insulin and was going to change the reservoir, but the insulin pump started alarming. The blood glucose reading was 110mg/dl. The caller mentioned that there were missing pieces around the reservoir compartment. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked battery tube threads, cracked display window corner, scratched screen, and missing end cap sticker.